Event description:
The manufacturer received information alleging a male patient, 52 years old with a diagnosis of als, died on (B)(6) 2025, in the hospital in (B)(6) there was no evidence of a malfunction of the ca e70 international device. There is no allegation that the device contributed to the death. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.